Event description:
When the device was turned on for use, the memory board read "keyboard needs svc." The device had tested okay that morning. Another machine was used and the pt outcome was satisfactory.